Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection found the dissector waveguide was broken off. The broken piece was not returned. Visual inspection also found the battery contact pin #7 on the pin pad was damaged and shorted to pin #3. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The assembled device failed to show readiness for use. Functional testing confirmed the device failing activation in both the low and high power modes. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The investigation identified the cause of the reported event to be the product not being used as indicated. The device instructions for use (IFU) currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke. There was nothing fully detached and nothing fell into patient's cavity. They used another like device to complete the procedure. There was no patient injury.